Manufacturer narrative:
(B)(4). Estimated date (reportedly occurred in (B)(6)). The device was not returned for evaluation. In the absence of device return for analysis, a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure a calcified common femoral artery was attempted using a proglide device with a 6f sheath after an angioplasty procedure. Reportedly, after successfully pre-flushing of the proglide during preparation, there was no bleed back in the marker lumen after insertion in the anatomy. Multiple attempts were made to insert after reflushing the device again; however, no bleed back in the marker lumen was noticed. Hemostasis was achieved with another proglide device. There was no adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.